Manufacturer narrative:
Arjo was notified about an incident with involvement of the mk1 pool lift. It was reported that during lifting of the seat with patient on it, a part of lifting wire (attached to seat) slipped off the main rope and the patient fell into the water. No injury occurrence was reported. The device was evaluated by the arjo representative. According to the results of inspection, it was confirmed that part of the lifting wire slipped off the main rope (the clamp failed to hold the wire). Based on the information provided by the customer representative, the lifting wire was replaced recently (not by arjo) and was in good overall condition, except the damage. The unit was removed from usage. The device was not under the arjo service contract, it was serviced by local internal maintenance unit. On the customer¿s request, arjo has performed a functional check in october 2020, but no issue within the device was detected at that time. The faulty part was bought locally by the customer and the supplier of the part was unknown. According to the performed evaluation, the device was equipped with lifting wire of unknown origin. The mk1 pool lift operating and product care instructions (opci; dx10380.gb.issue 3) includes information for safe and correct use of the device, such as: ¿only arjo designated spare parts should be used.¿ ¿arjo strongly advise and warn that only arjo company designated parts, which are designed for the purpose, should be used on equipment and other appliances supplied by arjo, to avoid injuries attributable to the use of inadequate parts.¿ mk1 pool lift opci booklet provides information which instruct how to use and service the device, e.g.: ¿warning: arjo recommend that the pool lift is maintained at regular intervals, see arjo preventative maintenance schedule (¿).¿ ¿the components listed below are critical to the safe operation of the pool lift and must be regularly examined and replaced at the following intervals: wire rope:- inspect every six months and replace if necessary. Wire rope and drum assembly:- replace regardless of appearance, every two years.¿ the expected operational life of this arjo pool lift is 10 (ten) years from the date of manufacture. The involved device was manufactured in 2003, so 17 years before the incident occurred and before it was reported to arjo. Based on the collected information the lifting wire, which failed during the event was not supplied by arjo and the reason of its malfunction was not possible to be determined, but repairs of the involved device should be performed with use of the designated components provided by the product¿s manufacturer. In summary, according to the customer allegation, the device¿s lifting wire slipped off the main rope and the seat detached off the lift, so the device was not according to the manufacturer¿s specification. The pool lift was used for a patient therapy at the time of event and in that it played a role in the event. This complaint was decided to be reported to the competent authorities due to malfunction of lifting wire resulting in chair detachment and patient fall.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). The device was evaluated by the arjo representative. According to the results of inspection, it was confirmed that part of the lifting wire slipped off the main rope. Based on the information provided by the customer representative, the lifting wire was replaced recently (not by arjo) and was in good overall condition, except the damage. The unit was removed from usage. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified about an incident with involvement of the mk1 pool lift. It was reported that during lifting of the seat with patient on it, a part of lifting wire (attached to seat) slipped off the main rope and the patient fell into the water. No injury occurrence was reported.